Manufacturer narrative:
Name prefix, last name: dr. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral embolization treatment procedure, the coil did not take shape. The target lesion was located in the moderately tortuous ulnar artery. A fastracker infusion catheter was placed inside the patient. Intermittent flushing was maintained while the 8mm/12mm complex helical-18 fibered platinum coil was advanced through the catheter, with no restrictions noted. Upon initial deployment, the physician noted that the complex helical coil 'did not coil' as intended. The physician waited approximately 20 minutes post deployment and as the coil still did not take shape, he deployed a vortx-18 diamond shape coil as well, in order to complete the procedure. There were no further patient complications reported and the patient¿s status is stable.